Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced three low blood glucose events of 45, 52 and 56 mg/dl and he did not receive any alarms. Customer stated that his meter read between 40 to 60 points different from his actual blood glucose. Customer was at the doctor the day of the call and they checked the blood glucose at 85 mg/dl and the meter read 122 mg/dl. Customer also reported having issues with two infusion sets. He received a no delivery alarm during bolus with one of them and with the other he did not receive a no delivery alarm but the bolus dose did not lower his blood glucose level. Nothing further reported.